Event description:
Customer reported via phone, the bolus wizard was not calculating the correct amount of insulin. He ended up turning off the feature because the device would recommend 13 units and he would change it to 11 units. Blood glucose level and date of occurrence was unknown. Customer stated his blood glucose tends to be high in the evening, low in the morning, and normal at noon, high as 400 mg/dl and low as 30 mg/dl. Treats low blood glucose with food. Troubleshooting was not complete stated he had to go. He also had issues entering blood glucose and was advised to link the blood glucose meter. He declined assistance and stated he will follow his doctor's instructions. He was advised to call back to performed troubleshooting. He called back on (B)(6) 2015 and stated he had poor memory and his blood glucose have been fine but he was having issues again. Blood glucose was 179 mg/dl in the morning and now 508 mg/dl. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.